Event description:
Boston scientific received information that the patient presented to the physician's office with a heart rate of 130 bpm. The patient was sent to the emergency room where the pacemaker was reprogrammed to vvi 40 and the patient's heart rate returned to their own rate of 85 bpm. It was noted that the device was pacing at the maximum sensor rate with the accelerometer feature turned on in the device. In the emergency room the physician reprogrammed the device to ddd 60 with a maximum sensor rate of 120 bpm for atrial tachycardia response. Three days later the patient was seen at the physician's office for a follow-up visit. It was noted that when the accelerometer was programmed on the patient's heart rate increased to the maximum sensor rate, however, when it was programmed to passive the rate slowed down. The patient was noted to be asymptomatic when the device was pacing at the maximum sensor rate. Device memory was preserved to a disk and submitted to boston scientific for review. Analysis of the stored device information identified an altered memory location which resulted in the accelerometer pacing at the maximum sensor rate (observed clinically). A recommendation to turn off the accelerometer in the pacemaker was provided. The root cause of the altered memory location corruption is not known.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The accelerometer was turned on and programmed to various parameters. The rate response function is operating normally.

Event description:
The pacemaker was explanted and returned for an unknown source over six and a half years later.